Event description:
Info received indicated that a pt was on ECMO support for 9 days when a clot was noted in the arterial cannula below the connector, above the wire wind. The cannula was not changed out. The pt was taken off ECMO support while the clot was removed by the surgeon, and ECMO was re-initiated. There was no report of adverse consequence to the pt other than lack of ECMO support during the clot removal. The account states that heparinization was adequate. The cannula was used until the pt was removed from ECMO support.

Manufacturer narrative:
Analysis - the device was used for 9 days without incident prior to the event. The analysis is not completed on the returned product. Conclusion: no conclusions can be drawn at this time.